Event description:
It was reported that the patient presented for follow-up with episodes of post-sensed t wave oversensing exhibited by the implantable cardioverter-defibrillator. No interventions were reported and the issue will be monitored. The patient was stable.